Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.65" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. The root cause of the broken grip is attributed to the user. Additional finding not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .111¿ - .124¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece from the jaw of the cadiere forceps instrument broke off and fell inside the patient. The fragment was retrieved laparoscopically with x-ray assistance during the same procedure. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. This complaint will be classified based on the provided information at this time.